Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "any creases." Device was explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified device labeled left to have creases, wear abrasion, and red/white particle material on device outer surface. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional/changed and/or corrected data : h.6 allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "any creases." Device was explanted.